Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer stated that she had been treating for high blood glucose using the insulin pump. She complained of vomiting heavily, thirst, difficulty breathing, cramps in extremities, heart palpitations, and headache. She stated that she took the insulin pump off when she arrived at the emergency room and was treated with manual injection. She had changed the infusion set the day before admission. Upon inspection, the basal rates and bolus wizard were found to have been accurate. She found low reservoir alerts in the alarm history. The bolus history displayed all entries based on her recollection. During the high pressure test, the insulin pump alarmed no delivery at about 3.5 units. The insulin pump was working as designed and the customer found that she was using expire infusion sets. Nothing further reported.